Manufacturer narrative:
The hillrom technician found the auxillary power cord needed to be replaced. Per the hillrom service manual, it is necessary for the centrella¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Make sure the power cord is not damaged and it is connected to the bed. Replace the power cord as necessary. Check the ac inlet to psm cable assembly for kinks, damage, and connections. Replace or connect the cable as necessary. Replace parts as necessary. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed on nov 30, 2022. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the auxillary power cord to resolve the reported event. Based on this information, no further action is required.

Event description:
The customer alleged the auxiliary power cord had exposed wires. There was no allegation of patient or caregiver, injury or death reported from this alleged incident. This incident was captured under hillrom complaint ref # (B)(4).